Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release. This new case (B)(4) is created to accommodate product model and UDI related data correction and to facilitate the submission of corrected model# for jada system (vacuum-induced hemorrhage control system) to model#2002 from previously reported model #1001 in our previously submitted case (B)(4) MFR number- 3002806821-2023-00007. We will be retaining the old case (B)(4) MFR number- 3002806821-2023-00007 in our database as we cannot nullify it due to technical reasons and any further follow-up information will be added to the newly created case (B)(4).

Event description:
Device was expelled, would not stay in place [device expulsion] jada device did not stop control the bleeding [device ineffective]. Case narrative: this spontaneous report originating from united states was received from a physician via company representative referring to a patient of unknown age. This report concerned 1 patient and 1 device. The patient's historical condition included pregnancy, full-term vaginal delivery (singleton and gestational age at delivery was reported as 38-39 weeks) and bimanual uterine compression. The patient's current condition included postpartum haemorrhage, uterine atony and hospitalization. The patient was reported as gravida 2 and para 1. Concomitant therapies included misoprostol (cytotec), methylergometrine maleate (methergine) and tranexamic acid (reported as txa). On (B)(6)2023, the patient was started with vacuum-induced hemorrhage control system (jada system) 2.0 via intravaginal route (lot# and expiration date were not reported) for pph (postpartum haemorrhage) but vacuum-induced hemorrhage control system (jada system) was expelled, would not stay in place (device expulsion). The vacuum-induced hemorrhage control system (jada system) did not control the bleeding (device ineffective) and hospitalization was prolonged. The patient sought medical attention. The patient did not die. The vacuum-induced hemorrhage control system (jada system) received with blue seal valve kit and green carton. It was reported the maternal admission to intensive care unit (ICU) was not required. The health care professional (physician) felt that the bleeding was controlled by the medications and patient was stable. The ultrasound was not used at any point to evaluate during vacuum-induced hemorrhage control system (jada system) use. The vacuum-induced hemorrhage control system (jada system) was removed on (B)(6)2023. The outcome of the events was unknown. Upon internal review, the event "device expulsion" was determined to be medically significant. Medical device reporting criteria: serious injury. When the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed. Therefore, priority quality investigation will not be completed. FDA code (health effects-health impact per annex f): 4607 hospitalization or prolonged hospitalization (hospitalization or prolonged hospitalization due to the health damage accompanying the use of device.) FDA code (health effects-health impact per annex f): 4648 insufficient information (there is not yet enough information available to classify the health impact). This case (B)(4) is newly created to facilitate the submission of corrected model# for jada system (vacuum-induced hemorrhage control system) to model#2002 from previously reported model #1001 in our previously submitted case (B)(4)0 MFR number- 3002806821-2023-00007. We will be retaining the old case (B)(4) MFR number- 3002806821-2023-00007 in our database as we cannot nullify it due to technical reasons and any further follow-up information will be added in the newly created case (B)(4).